Manufacturer narrative:
The device remains implanted; therefore, no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, mild paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon and the valve dislodged out of the surgical valve. A second valve was implanted successfully. No additional adverse patient effects were reported.